Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was performing an implant of a leadless implantable pulse generator (ipg). The first two locations attempted for deployment were unacceptable due to high capture threshold values. A clot was found on the pacing electrode. The clot was cleared from the device. A third location had no capture and high impedance. On the fourth attempt a perforation was noted which resulted in a pericardial effusion and tamponade. A pericardiocentesis and respiratory intubation was performed. The implant attempt was abandoned. No further patient complications have been reported as a result of this event.